Event description:
It was reported that the lead became dislodged, due to missing tines.

Manufacturer narrative:
No medwatch form was received final analysis found all four tines to be missing, causing the reported dislodgement due to insufficient contact. The damage was most likely caused by an introducer or another device.